Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked after connection. The following information was provided by the initial reporter: "according to the customer's report, the hcp connected the non-bd's syringe to q-syte and then observed leakage."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-apr-2022. H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte with no product documentation to indicate lot number. A non-bd 60ml syringe and an extension set were returned along with the q-syte. Additionally, three photos were provided for investigation. A gross visual inspection of the returned sample did not find any damage to the unit. The unit was inspected for column defects where one column tear was identified. This type of damage is known to cause leakage. The reported defect was confirmed. A black marking was placed on the septum and top body to identify where the tear was found. The q-syte was then dissected for microscopic inspection. No damage was found to the top or bottom disk. One tear (previously identified) was observed on the column. No adhesive was found running down the inside wall of the top body. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. As the device has been opened and used, it cannot be determined with certainty whether the defect originated during manufacturing or use of the device. During manufacturing, damage to the septum may occur due to burred tooling, poor blade quality, misalignment of parts or probe, or from a sharp edge from adhesive buildup. During use, excessive actuations, actuations at a wrong angle, or extraneous force on the septum may also result in tearing of the septum. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked after connection. The following information was provided by the initial reporter: "according to the customer's report, the hcp connected the non-bd's syringe to q-syte and then observed leakage."